Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with rotated heart and grade 5 functional tricuspid regurgitation for a triclip procedure. During the procedure were implanted successfully. On (B)(6) 2025, single leaflet device attachment (slda) from the septal leaflet was noted on follow up in echocardiography. Per the physician, the slda was due to patients anatomy. Recurrent tr of grade 4 was reported. First triclip ( 41016r1101) was stable on both the leaflets. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda resulting in tricuspid valve insufficiency/regurgitation, as noted by the physician, is related to leaflet anatomy and due to the big gap and is therefore, related to patient conditions. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.